Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via the 24 hour helpline senior inbox that customer was hospitalized due to high blood glucose caused by kinked infusion set. Customer's blood glucose was 589 mg/dl. It was reported that about ten infusion sets were defective and customer inquired on upgrading insulin pump. Customer declined transfer to helpline.